Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 320 mg/dl. Reportedly, the customer reverted to insulin pens for alternate insulin therapy. In addition, earlier that day, the customer experienced a bg level of 26 mg/dl, due to overcorrecting via the pump and also due to being overheated. Bg level was addressed with glucose gel and food.